Event description:
It was reported that balloon was ruptured. The 99% stenosed target lesion was located in the moderately tortuous, and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as result of this event.